Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the death and the patient¿s expiration cannot be conclusively determined. No clinical symptoms or device-related issues were reported and the cause of the patient¿s expiration was unknown. The device was not returned for evaluation. The heartmate ii left ventricular assist system instruction for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device (age of device: 4 years, 5 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient was expired outside of hospital. The cause is unknown. No further information is available.